Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose value was 211 mg/dl.